Manufacturer narrative:
Device evaluation of battery sn (B)(4) has been completed. The reported problem (damaged casing) has been confirmed. As received, the battery was unable to power on a monitor or charge. The battery pca and cells were contaminated. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective battery. Device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power on, service code 204, belt/monitor unusable) has been confirmed.  Upon investigation the monitor was unable to power on.  The cause for the failure was isolated to extensive contamination inside of the monitor. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective monitor. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. Device manufacturer date: monitor: 06/06/2016. Battery: 12/24/2019.

Event description:
A us distributor reported that a patient was receiving service code 204 messages (belt/monitor unusable), the monitor won't power on, and that a battery casing was damaged.